Event description:
Groshong catheter inserted 4/28/1998. Not functioning. Returned 5/22/1998 for replacement. While using the old catheter as a guide the new catheter was inserted. When the old catheter was removed, the distal tip was missing. The new catheter was secured, the pt was awaken and taken to x-ray where the tip was returned.